Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and all conductors were distorted. It was also noted that the guidewire was stuck in the lead, the lead was stretched, and the lead was damaged at implant. The analyst also noted that the guidewire became stuck in the lumen. It is apparent that when attempting to pull back the competitor guidewire, its coating became ensnared with the distal conductor. This caused a distortion of the filars, not allowing the removal of the wire. (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that the lead was damaged at implant. (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that there was blood in/on the helix mechanism and sleevehead. The analyst noted that the helix was over-retracted.

Event description:
It was reported that during the implant attempt the helix would not deploy on the right ventricular lead. The lead was not implanted. Patient anatomy and positioning/fixing difficulties were encountered with the left ventricular lead. The lead was not implanted. Another left ventricular lead had the stylet stuck in it and it was not implanted. A different right ventricular and left ventricular lead were implanted. No patient complications have been reported as a result of this event.